Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, upon removal of the sensor pod from the patient body, the sensor wire had detached. The sensor was inserted at the abdomen. Patient's mother reported that they were unable to find the sensor wire after a sensor failure. Patient's mother reported taking the patient to an emergency room (ER) to evaluate whether the sensor wire detached inside the body. Patient's mother reported that no sensor wire was found inside the patient. Patient's mother stated that she guesses that the sensor pod came with no sensor wire included. No additional patient or event information was provided. The complaint states the patient experienced an introducer needle detached from the applicator during insertion of the sensor. Product was not provided for investigation. However, photographs were provided which confirmed the alleged malfunction. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, upon removal of the sensor pod from the patient body, the sensor wire had detached. The sensor was inserted at the abdomen. Patient's mother reported that they were unable to find the sensor wire after a sensor failure. Patient's mother reported taking the patient to an emergency room (ER) to evaluate whether the sensor wire detached inside the body. Patient's mother reported that no sensor wire was found inside the patient. Patient's mother stated that she guesses that the sensor pod came with no sensor wire included. No additional patient or event information was provided. The complaint states the sensor wire had detached. Product was not provided for investigation. However, photographs were provided which confirmed the alleged malfunction. The root cause could not be determined.